Manufacturer narrative:
The power switching board assembly was returned to the manufacturer for analysis. Analysis found that when the board was installed into an imaging system, calibration were successful and invalidate home passed. System was functioning normally. No fault found.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported the image acquisition system (ias) computer was replaced and the power switching board was also replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, it was reported the cmos battery was being replaced. Following replacement, the computer would no longer turn on. It was noted the computer was working fine previously. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After performing the following tests function testing, usability inspection, visual and physical examination were performed. It was observed and confirmed that the computer was unable to communicate with the mobile viewing station (mvs).